Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the physician encountered difficulty performing left ventricular (lv) lead re-implantation from the right side due to patient anatomy. Following successful cannulation, the lv lead exhibited high capture threshold. Consequently, the lv lead re-implantation was abandoned, and the decision was made to proceed with conduction system pacing (csp). The patient remained in stable condition.